Event description:
A nurse reported that an IV pump was alarming "system error 9" multiple times through the night. The IV pump was changed once during night and 3 different pumps were tested the following morning. The tubing was changed at least twice. Every pump continued to read "system error 9." New tubing and another new pump was obtained, and the infusion ran as intended. Multiple pumps and tubing were sent to clinical engineering department for testing. Three pumps were tested with two sets of involved tubing, all alarmed "system error 9." All pumps were then tested with new sets of tubing and worked as they should do. We have been receiving multiple reports of this issue. B. Braun has indicated the system error 9 message relates to a problem/defect with the cassette in the tubing. They have indicated they are currently working through this problem.

Event description:
A nurse reported that an IV pump was alarming "system error 9" multiple times through the night. The IV pump was changed once during night and 3 different pumps were tested the following morning. The tubing was changed at least twice. Every pump continued to read "system error 9." New tubing and another new pump was obtained, and the infusion ran as intended. Multiple pumps and tubing were sent to clinical engineering department for testing. Three pumps were tested with two sets of involved tubing, all alarmed "system error 9." All pumps were then tested with new sets of tubing and worked as they should do. We have been receiving multiple reports of this issue. B. Braun has indicated the system error 9 message relates to a problem/defect with the cassette in the tubing. They have indicated they are currently working through this problem.